Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had a heart rate of approximately 40 beats per minute (bpm) as noted on the electrocardiogram (EKG). After review of the lead measurements and presenting electrogram (egm), further evaluation of the lead was advised. It was later noted that the lead exhibited high threshold measurements, intermittent rv capture, and decreased r wave amplitude measurements. Per the physician, the lead had perforated the right ventricle, which was confirmed via echocardiography. The lead was subsequently explanted and replaced with no further actions required for the perforation. No additional adverse patient effects were reported.